Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 300 mg/dl. The customer experienced the symptoms related to high blood glucose such as nausea, vomiting, throwing up. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.